Manufacturer narrative:
(B)(4). Two (2) 5.5 viper univ poly driver [product code: 2797-34-000n, lot no: gm4432101] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at each driver's distal tip, the second half of the tip was not provided with either part. The fracture analysis revealed that the fractured surface on each driver reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload. This suggests the drivers underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. The hardness results also were within the specified guidelines. DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of two 5.5 viper univ poly driver. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior lumbar instrumented surgery while dr. (B)(6) was placing illiac screws, the universal navigation driver broke at the tip of the driver. This resulted in the tips of the driver break off into the bone screw of the polyaxial screws. This happened twice, in both instances of inserting iliac screws using the two drivers that are part of the universal navigation set (B)(4). Per complaint form: dr. (B)(6) was using the universal navigation instruments to place illiac bone screws. While driving the first screw, the tip of the driver broke off into the head of the screw. The tip was then removed from the first driver and then a second driver was provided to the surgeon to continue inserting the screw. While driving the second screw, the tip of the second driver then broke off into the head of the screw.